Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that the high pacing impedance measurement continues to be intermittently out of range. An in-clinic follow-up will be scheduled for an unknown date in the future. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. The representative reviewed the patient's data and no other observation was noted. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.